Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("a metallic taste in her mouth"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, feeling abnormal, migraine, alopecia, dysgeusia, fatigue, vaginal haemorrhage, menorrhagia, arthralgia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Event menorrhagia, headaches, joint pain are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("a metallic taste in her mouth"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, feeling abnormal, migraine, alopecia, dysgeusia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.